Manufacturer narrative:
Method - the device will reportedly not be returned to maquet cardiac surgery for investigation. The lot number could not be obtained so a lot history record review could not be performed. (B)(4).

Event description:
The hospital reported that at the end of an endoscopic vein harvesting procedure, when the vh-3000 c-ring was being used to remove the harvested vein, it was observed that the scope wash tubing had severed and bent out of the cannula. No retrieval was required. There were no patient effects. The product was discarded.